Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient developed extensive pain and discomfort in both hips; it was determined that the patient had corrosion of both the connection between the modular neck and the femoral component; there was also evidence of metallosis with increase fluids within the hips; both acetabular components were loose (right).